Event description:
It was reported that upon interrogation, prior to device changeout for normal eri (elective replacement indicators), it was noticed the lv (left ventricular) lead was not capturing. Under fluoroscopy, the lead was shown to be dislodged. The lead was explanted but not replaced at this time. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.